Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in an arteriovenous fistula in a moderately tortuous and mildly calcified venous side. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres for 30 seconds. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.